Manufacturer narrative:
Of the 21 allegations of a malfunction, 11 pumps were returned to animas and investigated. Of the investigated pumps, 11 were found to be malfunctioning due to a dim display or moisture ingress. During investigation for unrelated complaints, there were 18 additional failures found.

Event description:
This report summarizes <noe> 21</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced that the display screen was dim and discolored and moisture was present. These reports were received from various sources. The patients associated with this allegation ranged from 6-70 years of age and between 64 and 220 pounds. Of the reported patients, 7 were male and 11 were female.

Manufacturer narrative:
In quarter 4 of 2018, there were 4 instances of dim/fading/color spectrum w/moist failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.